Event description:
The customer reported that the central nurse station (cns) spontaneously rebooted and was stuck in a boot loop. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse station (cns) spontaneously rebooted and was stuck in a boot loop. Technical support (ts) had them try reseating all cables, a five minute power cycle, but the issue persisted. Ts learned that the cns was connected to an uninterruptible power supply (ups) which had an error light. Ts had them address the error light on the ups and power cycle the cns, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: ups model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na.

Event description:
The customer reported that the central nurse station (cns) spontaneously rebooted and was stuck in a boot loop. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse station (cns) spontaneously rebooted and was stuck in a boot loop. Technical support (ts) had them try reseating all cables, a five minute power cycle, but the issue persisted. Ts learned that the cns was connected to an uninterruptible power supply (ups) which had an error light. Ts had them address the error light on the ups and power cycle the cns, but the issue persisted. No patient harm was reported. Investigation summary: the affected unit was returned for evaluation, where the boot loop condition was duplicated. Repair center analysis identified degraded hdds as the likely cause. Both hdds were replaced and imaged per service manual instructions, and the system was reconfigured. The unit underwent full functional verification, including communication checks, full disclosure, alarms, peripherals, and 48 hours of extended testing, and passed qc prior to return. No patient harm or adverse events were reported. Root cause: degraded internal hdds causing system boot loop. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: ups. Model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: not returned. Additional information: b4. Date of this report. G3. Date received by manufacturer. G6. Type of report. H2. If follow-up, what type? H3. Device evaluated by manufacturer. H6. Event problem and evaluation codes. H11. Additional manufacturer narrative.